Event description:
It was reported that during setup for a da vinci si surgical procedure, it was noted that monopolar cautery instrument's insulation was cut. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed main tube insulation scratches and gouge marks, with a piece approximately 0.06 x 0.03 removed. Evidence is not conclusive, but damage is likely due to excess force contact on the main tube surface. The instrument has 14 uses remaining. Upon follow up with the customer regarding failure analysis findings, it was stated that no pieces were observed falling into the patient at the time of surgery. No further information was available. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.